Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) service technician. The technician reportedly replaced power logic board, the power switch, and fuses to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine with a burned power logic board. The issue was found when a fresenius (B)(4) technician was servicing the machine for a not powering on issue. The technician reportedly replaced the power logic board, along with the power switch and fuses to return the machine to service. It was confirmed the issue occurred prior to any treatment, and there was no patient involvement. It was confirmed that there were no sample parts available for return to the manufacturer. Additional information was requested, but was not provided. If additional information is provided, a supplemental report will be submitted.